Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture, bilateral capsular contracture baker grade iii".

Event description:
Healthcare professional report a left side rupture, capsular contracture baker grade iii and a left implant removal from textured to smooth due to the concerns of the product. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Manufacturer narrative:
The event of seroma-late, wound dehiscence and drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late, wound dehiscence and drainage.

Event description:
Healthcare professional report a left side rupture, capsular contracture baker grade iii and a left implant removal from textured to smooth due to the concerns of the product. Per imaging report seroma-late, wound dehiscence, and drainage were added. Total capsulectomy noted. The device has been explanted.

Event description:
Healthcare professional report a left side rupture, capsular contracture baker grade iii and a left implant removal from textured to smooth due to the concerns of the product. Per imaging report seroma-late, wound dehiscence, and drainage were added. Total capsulectomy noted. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6 based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings assessed as surgical damage. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. ¿ crease/folding of implant: no observed creases on the device. ¿ wound dehiscence: unable to observe as it is a medical event not related to the device. ¿ drainage: unable to observe as it is a medical event not related to the device. Additional observations: ¿ red particles observed on the device. ¿ red biological tissue observed on the device.